Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. Medical history included copd/emphysema on home oxygen and atrial fibrillation. The biopsied lesion was 4.7x1.1cm in size and located in the left upper lobe on the pleural fissure. The procedure was completed. The pneumothorax was identified post-procedurally via chest x-ray. Per the physician, a pneumothorax was highly likely to occur with another biopsy modality because the lesion was on a fissure, which leads to an increased risk with transthoracic needle biopsy. The patient experienced some dyspnea and was given nebulizer treatment. The initial size of the pneumothorax was moderate and met the requirement for chest tube placement. Therefore, a 10-french chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 24 hours. A diagnosis of atypical cells concerning for non-small cell cancer was identified. The patient has been discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication could not be determined. There were no reported device issues associated with the event. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed because the system logs were not available.